Manufacturer narrative:
No blank display or power loss alarm noted during testing. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. During visual inspection found electronic stack and motor moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and they got insert battery and power loss. No harm requiring medical intervention was reported. Customer stated that insulin pump was not turning back on. Customer stated that when the change battery and put a battery insulin pump did not recognize battery and then it goes blank and after several hours it turns on caller stated that it was currently working. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring are bent at the bottom which was normal. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.